Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Follow up information identified the physician explanted and replaced the patient¿s two leads, which addressed the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-00496. It was reported the patient experienced inadequate stimulation with their scs system. High impedance was reported. Patient reported two falls recently from which reduced therapy was noticed. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be taken at a later date to address issue.